Event description:
It was reported that the pump was explanted and replaced to avoid in-vivo battery depletion. The hcp had indicated that the "device always ran a couple cc's short of what was to be expected". No pt symptoms were reported; no pt injury. The pt recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.